Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve access system, part #m635ts80020 batch #0035887196. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman fxd curve access system was returned, and a device analysis was performed. The returned product consisted of a watchman fxd curve access system with the dilator in the sheath, and blood in the device. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The IFU lists air embolism (rehabilitation, additional device required, intensive care) as a potential adverse event. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was into the patient. A few minutes after the was was inserted in the patient an air embolism was noted in the left atrium of the patient. Air was also noted to be present inside the was. The patient was given 100% oxygen and was intubated. The air embolism resolved, and the patient is doing well following this event with no neurological damages occurring. The patient remains hospitalized. It was further reported that the patient required intensive care unit (ICU) care post procedure. The patient has since been discharged to rehabilitation.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was into the patient. A few minutes after the was was inserted in the patient an air embolism was noted in the left atrium of the patient. Air was also noted to be present inside the was. The patient was given 100% oxygen and was intubated. The air embolism resolved, and the patient is doing well following this event with no neurological damages occurring. The patient remains hospitalized. It was further reported that the patient required intensive care unit (ICU) care post procedure. The patient has since been discharged to rehabilitation.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was into the patient. A few minutes after the was inserted in the patient an air embolism was noted in the left atrium of the patient. Air was also noted to be present inside the was. The patient was given 100% oxygen and was intubated. The air embolism resolved, and the patient is doing well following this event with no neurological damages occurring. The patient remains hospitalized.